Event description:
It was reported that the pump of the artificial urinary sphincter (aus) device had retracted and healed into a high riding position. The patient underwent a revision surgery at which time the aus pump was replaced and fixed into a better, more dependent, location. There were no patient complications.